Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. (B)(4). No phone number provided. During failure investigation, the air flow sensor failed the accuracy testing. During failure investigation, the air flow sensor failed the accuracy testing. The u1 and u2 components of the sensor subsystem were replaced to resolve the reported issue.

Event description:
It was reported that a v60 ventilator failed the air flow accuracy testing.the ventilator was not in use on a patient at the time of the reported event. Event date not specified; estimate used.